Manufacturer narrative:
The physical device was not available for evaluation to investigate if a condition existed that would have contributed to the reported event. Supplemental imaging was also unavailable for review; without imaging, the investigation cannot verify the event occurred as described, nor could the investigation further examine the cause of the reported event. This information may be updated if additional information is provided at a later date.

Event description:
As reported, the surgeon felt big resistance while pushing the coil and was unable to continue pushing. During the retrieving, it was found that the coil detached by itself in the microcatheter. There was no over force operation during the process. The microcatheter was inside of the patient during coil insertion/retrieval. The coil was retrieved from the patient by pulling it out with the microcatheter. Case was completed with other coil. Patient is stable.